Manufacturer narrative:
(B)(4). A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc has been submitted.

Event description:
It was reported that a laser vision correction patient had initial surgery on (B)(6) 2018 and had enhancement procedure on (B)(6) 2018. Patient presented on (B)(6) 2018 with striae in right eye. Patient admitted to rubbing eye. It was stated that the patient had no loss of best corrected visual acuity (bcva). The patient had no complaints. Patient reported symptoms are not interfering with daily activities and resolved on (B)(6) 2018 after a flap lift and rinse was performed. Bcva from (B)(6) 2018: right eye pre-op 20/20 -7.50 x -.75 x 18, left eye pre-op 20/20 -7.25 x -.75 x 153. Bcva from (B)(6) 2018: right eye post-op 20/20 .00 x .00 x 0, left eye post-op 20/20 .00 x .00 x 0.